Manufacturer narrative:
(B)(4). Concomitant medical products: 00631005032 ¿ liner with elevated rim ¿ 62224360, 00801803202 ¿ femoral head ¿ 62250431, 65620005221 ¿ shell ¿ 62252763. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the surgeon did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 5 years post implantation due to periprosthetic fracture of the femur. The fracture was fixed with plates and screws then the patient was implanted with a new stem component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays showing faint linear lucency along the medial aspect of the femoral stem of the right hip arthroplasty consistent with a non-displaced periprosthetic fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.